Event description:
It was reported, an endometrial ablation procedure was performed on a patient with a retroverted uterus. Muscle stimulation was observed shortly after the treatment cycle began; controller then errored indicating handpiece to be replaced. Physician removed the handpiece from patient. Anesthesiologist administered an additional dose of medication to the patient. Physician reinserted the same handpiece and continued the procedure. All uterine integrity tests passed and ablation was completed successfully. Post ablation, the physician scoped the cavity and noted a possible perforation. It is uncertain if perforation was caused from the minerva es device or the hysteroscope used after the ablation procedure. General surgeon was consulted and the patient was kept in the hospital overnight for observation, discharged the next day. No medical intervention, only observation, was reported. Patient is reportedly doing well.

Manufacturer narrative:
The disposable handpiece used in this case was not returned and therefore a failure analysis of the complaint device could not be performed. Device history was performed, the handpieces meet all qa specifications prior to being released, including adequate sterilization. Based on the information reviewed, there is no indication of a product deficiency directly related to the reported adverse event. Note: additional procedure was performed post use of suspect device which may have caused or contributed to perforation. Uterine perforations are known complications of an endometrial ablation procedure. Complications associated with perforations are addressed in the warning and caution sections of the operator's manual and instructions for use, including the statements: - use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. - activation of the minerva disposable handpiece in the setting of a uterine perforation is likely to result in serious patient injury. - excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. - although designed to detect a perforation of the uterine wall, this test is an indicator only, and it might not detect all perforations. Clinical judgment must always be used. - post-treatment, any patient-reporting signs/symptoms that could indicate a serious complication, e.g., bowel injury, should be thoroughly evaluated without delay. - as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to, infection and injury to adjacent tissue, such as bowel, bladder, vagina, vulva, and/or perineum.